Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator lost ac power, transitioned to the backup battery, the backup battery depleted and the ventilator shut down due to a loose ups cable. The customer reported there was no patient involvement.